Event description:
A pharmacist reported that air bubbles were observed in the needle of a vitrectomy probe during calibration. There were no bubbles in the irrigation line. The probe was rinsed and retested and bubbles reoccurred. The probe was used during surgery and bubbles were observed in the pt's eye as well as a fragment in the vitreous body which was believed to have come from the probe. The fragment was removed with aspiration and the eye was cleaned. The vitrectomy probe was changed and the sys was restarted to complete the surgery. There was no clinical consequence for the pt and the surgery was completed with unspecified delay.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).